Event description:
It was reported that an unexpected reset occurred. There was no reported adverse impact to customer's blood glucose level. Replacement pump was sent to customer to resolve the issue.